Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was treated for left peripheral arterial disease (pad) with the implant of four detour system torus peripheral stent grafts (psg) on (B)(6) 2025. On (B)(6) 2025 the patient presented with a swollen leg. Ultrasound was performed identifying deep vein thrombosis below the stent. The physician reported that it might be related to the difficult venous access from sheath during the procedure on (B)(6) 2025. Reportedly, the patent was on dual antiplatelet therapy (dapt) after the procedure and was compliant. The patient started eliquis and is to return in one month for follow-up.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with operating procedures and work instructions. Where possible, at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging are made. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device was unable to be performed as it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the deep vein thrombosis complaint is unconfirmed. This is not consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms could not be determined. The final patient status was reported as being monitored and on anticoagulants. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date: updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.